Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the shock was not charged by the dfm100 when it was attempted to shock patient, so another AED was used to administer the shock. We are considering this to be a serious injury because live-saving therapy/treatment may have been interrupted.